Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 598 mg/dl and a ketone level identified as dangerous (diabetic ketoacidosis). The cause of elevated bg was unknown; however, customer indicated that the pump and related supplies were not the cause as a manual injection of insulin also did not lower bg. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids, and medication was provided to treat nausea. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.